Event description:
When removing the articulating catheter from the et [endotracheal] tube it was stuck. The catheter would not advance further in or out. An error on the machine read "too much tension on catheter" there was an emergency stop to the ion system. Xray confirmed the catheter was bent in such a way that it could not be withdrawn. An image of chest obtained. Catheter had slipped under the distal end of the et tube, looped into a 180 turn and then another turn and loop. Using a bronchoscope introduced alongside the et tube to assist with removal & to release the catheter it was removed from the patient. Patient reintubated for the remainder of procedure.